Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: foreign material on stent. Time of device issue: during procedure. Adverse event: none. It was reported that the procedure was to treat a very calcified lesion and the 2.25 x 08 mini vision was advanced, but was unable to cross. The device was removed and discarded. The 2.25 x 12 minivision was advanced and the stent also could not cross due to the heavy calcification; however, during removal of the device, there was a lot of resistance with the anatomy. The device was removed through the guide catheter and once outside the patient, the struts were observed to be flared and some plastic was attached on the struts. An attempt was also made to place a non-abbott stent, but this was also unsuccessful and the decision was made to end the procedure. The patient was treated with medical therapy only. There were no patient effects. No additional information was provided.